Manufacturer narrative:
The devices are not expected to be returned to the manufacturer for analysis; the customer threw them out. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that on (B)(6) 2018, two (2) duraseal units were opened but they were "too liquid". The device was in contact with patient. There was no patient injury. The event led to an increase in surgery time of 10 minutes. Another unit had to be used.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
N/a